Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a vf episode, intermittent undersensing was observed. The patient received appropriate therapy for the rhythm and was successfully converted by the shock. The patient will continue to be monitored.